Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue that the device was not working, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of the device not working cannot be confirmed. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to the device non -functioning and stopped working. A new ambicor penile prosthesis was implanted. The patient outcome was reported as good.